Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor was connected to the dexcom app but the user was inputting the incorrect pairing code; the user was guided to enter the correct pairing code, after which the sensor successfully connected. No adverse clinical symptoms reported. Outcomes included restored sensor-to-ilet connectivity with normal operation. User support included guided troubleshooting, device restart, verification of sensor type selection, and confirmation and correction of the pairing code. Investigation of this case revealed use error related to entry of an incorrect pairing code, which prevented successful communication between the g7 sensor and the ilet until corrected. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and pairing.

Manufacturer narrative:
Initial.